Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from spanish to english: during the incoming inspection a total of (B)(4) pieces from lot 4255063 were inspected, of which 17 pieces were rejected: 11 with damage, 2 pieces due to lack of printing and 4 with stains on the pieces. Additional information received on 01/07/2024. Was there any harm to the patient/healthcare professional (detail)? A: no. Can you please share any photo samples related to the reported issue (damage and stains)? A: yes, I attach the photos of the damage. For sample collection, please indicate name of sender - (B)(6), collection address - (B)(6), package dimensions - pending, telephone number - (B)(6) and is the specimen contaminated? If yes, report the substance. - not contaminated. (B)(6) 2024.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. It was reported pieces were rejected due to damage, a lack of printing and stains. To aid in the investigation, eleven samples and eight photos of 10ml luer lok syringes were received for evaluation by our quality team. The samples were received loose in three separate bags. One bag had five syringes with a slight nick on the barrel outside the scale markings. The second bag had four samples: one with four ink dots and three missing a minor amount of print. No foreign matter was observed other than the one syringe with the ink dots. The third bag had two syringes missing a minor amount of print. The conditions observed do not affect form fit or function, so they are acceptable per product specification. A device history record review was completed for provided material number 301029, lot 4255063. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. The production database, and mechanical and electrical records were also reviewed for this investigation. All inspections and challenges were completed consistent with the control plan. Nothing consistent with the reported defects were identified. Further action has not been determined necessary at this time. To date, there have been no other similar events reported for this lot.

Event description:
No additional information was provided.